Manufacturer narrative:
Other, device evaluation- the reporter did not report the total volume or amount of overfill for their infusion so it could not be calculated what accuracy rate was being reported. The device was returned for evaluation. The device was given delivery accuracy testing and the result was 0.49% above nominal which is within system specifications.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical pump was noted to have a residual volume of 15 ml left. Two days after this was noted, the pump was used again and there was a residual volume of 29 ml left. The administration set was changed the following day and still there was 5 ml of residual volume. The line was discarded. The pharmacy was noted to use both 250 ml flexibags and baxter bags and allow for overfill. Additional information was received indicating that the dose volume was 57 ml with a total volume of 250 ml at a 6 hourly rate. This error happened two additional times after as well with residual volumes of both 23 ml. There were no adverse events reported.